Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery to superficial femoral artery to vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.